Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter got caught and was difficult to remove. It was possible that the balloon part deflated onto the ring and got caught when passing through the urethra, so they would like this investigated.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 all-silicone foley catheter. Upon visual inspection no physical issues noted. Inflated catheter with 10ml mbs and in house syringe. Catheter balloon inflated properly with no difficulties and deflated within 1 minute and 5 seconds. Therefore the reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. A labelling, and DHR reviews were not required as the reported event was unconfirmed. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter got caught and was difficult to remove. It was possible that the balloon part deflated onto the ring and got caught when passing through the urethra, so they would like this investigated.